Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A buyer reported a defective intraocular lens (iol). The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The device was returned loose in the carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The lens stop has been removed. The plunger is oriented correctly. The plunger has advanced the lens to mid-nozzle. The leading haptic is in a question mark shape. The trailing haptic is tucked onto the optic. No damage was observed to the lens or to the device. Product history records were reviewed and the documentation indicated the product met release criteria. The lens and the haptics were in acceptable positions for advancement. There was no problem found. It is unknown if the qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).